Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had no flow. The issue was further described as the device "only had flow up to the check valve". This occurred during patient use with unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed, and flow of liquid was confirmed throughout the set with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h4, h6, h11. H11: the actual device was not available; however, a photograph of the actual sample and two (2) retained samples were provided for evaluation. Visual inspection of the photo was performed and no issues were noted that may have contributed to the reported condition. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. An air passage test was performed on the retained samples, and no blockages were found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.